Event description:
Failure to alarm. Negative pressure wound therapy machine failed to alarm when there was a leak; liquid stool entered the wound.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Manufacturer narrative:
Device not returned for evaluation, and serial number was not provided. No evaluation possible.